Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? What is meant by ¿voiding dysfunction¿? Were there any abnormal cystoscopic findings? After removal of vaginal portion of device, did symptoms of voiding dysfunction and uti resolve? Was the reoperation procedure performed vaginally or abdominally? Did the patient experience vaginal erosion of the device? If yes, when was the mesh exposure first noted by a physician? Describe medical/surgical intervention for uti, voiding dysfunction and exposure including dates. If reoperation: please provide the date. What were the findings on reoperation? Are there any pictures available for evaluation? Other relevant patient history/concomitant medications product code and lot # . If applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2008 and the mesh was implanted. The patient experienced voiding dysfunction and recurrent uti. The patient underwent a total removal of vaginal portion of mesh in 2018, remaining mesh in situ. Additional information has been requested.